Manufacturer narrative:
Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of damage to the black power lead connector and a double disconnection was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned controller for review with events spanning approximately 11 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). A no external power alarm was active on (B)(6) 2020 at 03:16:36 when the power leads of the controller were dual disconnected from battery power. The alarm cleared when the patient was connected to the mpu. Another no external power alarm was active again due to a dual disconnection on (B)(6) 2020 at 14:02:27 from battery power prior to the driveline being disconnected at 14:02:49. The backup battery provided power to the system during the event. Pump operation was not affected. The system controller underwent preliminary and functional testing and functioned as intended. The system controller was run for an extended period of time on the mock loop from (B)(6) 2020 at 09:17:00 to (B)(6) 2020 at 11:40:00. The controller was able to support pump function for extended operation. The damage to the black locking nut did not cause any atypical alarms to occur during testing. The root cause for the reported damage to the black power lead was not conclusively determined through this analysis. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly exchange between power sources. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the patient that a connection on his controller cable was broken. It was noted upon assessment that the black plastic portion of connector on controller side was broken. This resulted in power interruption and double disconnection three times. The controller was exchanged in the clinic.